Event description:
It was reported that inaccurate measurement occurred. The avvigo plus multi-modality guidance system was selected for intravascular ultrasound (ivus) examination. After two stents were implanted with a total length of 36 mm, ivus measured the stent length as 12 mm during automatic pullback. There were no patient complications.

Manufacturer narrative:
D2b pro code: dsk.